Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the supplies were changed. Additionally, the customer experienced a blood glucose (bg) of over 600 mg/dl with ketones. Contact administered a manual injection to address bg. Reportedly, customer was "really close" to diabetic ketoacidosis and went to the emergency room (ER). Upon arrival at ER, bg was approximately 200 mg/dl and was treated with intravenous fluid. Customer's throat was reportedly red, and lab work and an x-ray was performed. Customer left ER with bg of 160 mg/dl.